Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had taken the pump swimming with them. Subsequently, the customer experienced a blood glucose level of 323 mg/dl. The customer was uncertain of the suspected cause. The customer attempted to administer a bolus, however an altitude alarm occurred. The customer did not have alternate therapy available at the time of the issue and was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.